Event description:
During a knee arthroscopy procedure using a menivac with integrated cable arthrowand, the end of the arthrowand reportedly broke off inside the pt's knee. It is unk if fragments were left in the pt. No pt injury was reported. No additional info is available.

Manufacturer narrative:
The device was reported as returning for investigation. To date, the device has not been returned. Once the device has been returned, a complete investigation will be performed and a follow up report will be provided with additional info.